Event description:
A malfunction with the pump was reported, but no notable events occurred beforehand. There was no reported adverse impact to the customer's blood glucose level. However, the specific malfunction code displayed was malf 0. The customer reset the pump to resolve the issue temporarily but was advised not to do so for sensor issues in the future. Technical support decided to replace the pump and provided instructions for returning the faulty unit. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.